Event description:
Allegedly, during a lap hysterectomy the sigmoid colon was perforated. After hysteroscopy was completed, the doctor switched to open procedure to identify and control bleeding. He noted then that sigmoid colon was perforated. Perforation repaired by resection of the perforated sigmoid colon. Patient condition is good. Reference MFR report # 9610617-2013-00039.